Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 73 mg/dl. A systems check was performed with tandem technical support (cts) and it was discovered customer customer was skipping the cartridge air removal step of the load procedure. Cts educated customer on the user guide for removing excess air from the cartridge. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.